Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, during an unknown surgery with pps fenestrated screws performed, after insertion of screws, the cement was prepared and was started injecting 10 minutes after preparing. Shadow of a cement mass was possibly leaking via intravertebral vessels, was found anterior to the vertebral body while 2ml of the cement was being injected to distal l2. Procedure was completed successfully with no surgical delay. There seemed to be no influence on the patient's condition during surgery, after and at this point. The surgeon commented as follows; filling speed may have been fast (pressure increased suddenly). The amount of the cement may have been too much for injection. The cement viscosity may not have been appropriate. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).